Manufacturer narrative:
(B) (4). Sample will not be returned for eval.

Event description:
It was reported that two weeks ago, a chest x-ray was taken and radiology noted a linear foreign body extending from the left internal jugular to the cephalad portion of the inferior vena cava. Pt was taken to cardiovascular and interventional radiology for retrieval of foreign body, which was later identified as a single lumen infusion catheter (slic). Upon review, it was identified that the slic catheter had not been removed five days before pt presented prior to attempting to replace with a triple lumen catheter. When resistance was met when trying to advance spring wire guide from triple lumen catheter, it is believed that the slic became detached from the adapter and was advanced when triple lumen catheter was inserted. No harm to pt.